Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. During the trans-septal puncture with a non-bsc trans-septal sheath, a large clot in the right atrium on the patient's pacer lead was noticed. A decision was made to abort the procedure. No bsc devices were used.